Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported the patient was unsure if the device was working and if the wire had come out. It was noted the patient was feeling stimulation, so it was working, but the patient planned to contact her healthcare professional (hcp) for more information on the wire moved. It was noted the patient began the trial on (B)(6) 2018. Additional information on (B)(6) reported the patient stated they thought when they moved the wrong way one it pulled something loose. The patient stated when they use the machine and turn it up more they felt it in their left leg and the bottom of their foot, and where they felt it in between their legs. The patient stated that while at the hcp¿s office, she originally felt stimulation in the leg/foot area, and they moved the wires around to which then she felt stimulation between her legs. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead migration, the patient feeling stimulation in their feet, and the device not working was resolved when they had the trial leads removed. There were no symptoms or further complications reported or anticipated.